Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the diagnostic angiogram, the guidewire broke inside the patient. When the guidewire was inserted into the introducer there was resistance. The guidewire was removed and it was found to have come apart with a powdery substance. Another guidewire was used to continue and complete the procedure with no patient consequences.

Manufacturer narrative:
One pressurewire x, wireless was returned to the manufacturer for analysis. The results of the investigation concluded that the hydrophilic coated distal tube had been split, with subsequent fracture of the microcables; the corewire remained intact. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire damage is consistent with damage during use.